Manufacturer narrative:
This report is submitted on january 4, 2021.

Event description:
Per the clinic, the patient experienced a build up of fluid at the implant site, and underwent a procedure in (B)(6) 2020 (specific date not reported), to drain the site. The implanted device remains.